Event description:
It was reported that during implant attempt, the lead had high impedance measurements during mapping of the heart. It took over 40 turns to extend the lead and then it popped out suddenly. The lead was repositioned and then would not extend more than halfway. The lead was not used and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4) - the full lead was returned and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. There was tissue on the helix, the lead was stretched, and the lead was damaged at implant.